Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that after changing the pressure sensors, a free flow occurred when infusing water, with the device door closed. There was no patient involvement.

Manufacturer narrative:
The report of a free flow was confirmed in a video provided by the customer. Physical inspection of the device noted the instrument seal not intact. There were no other anomalies observed. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse at 500ml/hr with a vtbi of 9.865ml at 1:12 pm on (B)(6) 2019. The infusion ran until 1:12 pm when the user paused the infusion and then channeled the device off. The next entry for this pump module was a power on event at 2:25:18 pm on (B)(6) 2019. There were no other infusions programmed after this time/date. Functional testing found the device delivering fluid within specification. Neither disposable set was returned for investigation. The root cause of the customer¿s experience of free flow was not identified.

Event description:
The customer reported that after changing the pressure sensors, a free flow occurred when infusing water with the device door closed during the post repair inspection. There was no patient involvement.